Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) procedure wherein all devices were removed due to an unknown reason. The explanted devices will not be returned as they were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7075208/7075210.